Event description:
The customer reported that the system displayed an intermittent communication failure error message that disabled x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The single board computer was replaced. The system was then found to be operating as intended.